Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the segment worn out. Based on the result, we concluded that it was caused due to worn out. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Segment hard to move (dry). Detected during the incoming inspection. There was no report of patient harm.